Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The power supplies and associated image chain hardware were evaluated during the service call. Calibration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported, the loss of a diagnostic live image. No pt or user injury was reported.